Event description:
Hospital advised that channel a was set up to infuse at a rate of 51cc/hr at the start of the shift. At 9:45 based on calculations performed by the nurse, the pump was infusing at the rate set. At approximately 13:05 the bag was empty and the rate was observed to be at 150cc/hr. The family was present and a cell phone had been used in the patient's room. Hospital stated they suspect user error. The initial reporter was unaware of any patient consequences.